Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), menorrhagia ("heavy painful prolonged periods"), dysmenorrhoea ("heavy painful prolonged periods/dysmenorrhea(cramping)"), pelvic infection ("chronic infection"), sepsis ("sepsis"), peritonitis ("peritonitis") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included gastritis, anxiety, diabetes mellitus, female pelvic peritoneal adhesions and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, sepsis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), lysis of adhesions), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), and surgery (irrigation lavage of the peritoneal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, pelvic infection, sepsis, peritonitis, haemorrhagic anaemia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, pelvic infection, peritonitis, sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, dysmenorrhea, anemia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, reporter added, demographic added, lot number received, product indication updated, events added are as follows- peritonitis, anaemia, vaginal haemorrhage, bladder disorder, urinary tract disorder, concomitant disease added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforation of bowel"), ovarian perforation ("a perforation within an enlarged left ovary"), device dislocation ("migration of device"), menorrhagia ("heavy painful prolonged periods"), dysmenorrhoea ("heavy painful prolonged periods/dysmenorrhea(cramping)"), pelvic infection ("chronic infection"), sepsis ("sepsis"), peritonitis ("peritonitis") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included gastritis, anxiety, diabetes mellitus, female pelvic peritoneal adhesions, asthma, stress urinary incontinence, pelvic adhesions, intermittent fever, chills, thrombophlebitis, anemia, chronic cervicitis, uterine cervical metaplasia, ovarian abscess and peritonitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with salpingitis and pelvic pain, sepsis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopic left oophorectomy), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), and surgery (irrigation lavage of the peritoneal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation, ovarian perforation, device dislocation, menorrhagia, dysmenorrhoea, pelvic infection, sepsis, peritonitis, haemorrhagic anaemia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, haemorrhagic anaemia, intestinal perforation, menorrhagia, ovarian perforation, pelvic infection, peritonitis, sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, anemia, chronic salpingitis, perforation of bowel and ovarian perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: medical record received. New reporters added. Events added: mild bilateral chronic active salpingitis, a perforation within an enlarged left ovary and perforation of bowel. Concomitant and historical conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), menorrhagia ("heavy painful prolonged periods"), dysmenorrhoea ("heavy painful prolonged periods/dysmenorrhea(cramping)"), pelvic infection ("chronic infection"), sepsis ("sepsis"), peritonitis ("peritonitis") and haemorrhagic anaemia ("anemia") in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included gastritis, anxiety, diabetes mellitus, female pelvic peritoneal adhesions and asthma. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, sepsis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criterion medically significant), haemorrhagic anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions), surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions) and surgery (irrigation lavage of the peritoneal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, pelvic infection, sepsis, peritonitis, haemorrhagic anaemia, abdominal pain, vaginal haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, device dislocation, dysmenorrhoea, haemorrhagic anaemia, menorrhagia, pelvic infection, peritonitis, sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, dysmenorrhea, anemia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation of bowel'), ovarian perforation ('a perforation within an enlarged left ovary'), device dislocation ('migration of device'), ovarian abscess ('ovarian abscess'), pelvic abscess ('infection (bladder / urinary tract /vaginal) type: pelvic abscess post surgery'), menorrhagia ('heavy painful prolonged periods'), dysmenorrhoea ('heavy painful prolonged periods/dysmenorrhea(cramping)'), pelvic infection ('chronic infection'), sepsis ('sepsis') and peritonitis ('peritonitis') in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". The patient's medical history included gestational diabetes. Concurrent conditions included gastritis, anxiety, diabetes mellitus, female pelvic peritoneal adhesions, asthma, stress urinary incontinence, pelvic adhesions, intermittent fever, chills, thrombophlebitis, anemia, chronic cervicitis, uterine cervical metaplasia, ovarian abscess and peritonitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with salpingitis and pelvic pain, sepsis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy, drainage done., laparoscopic left oophorectomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions and irrigation lavage of the peritoneal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation, ovarian perforation, device dislocation, ovarian abscess, pelvic abscess, pelvic infection, sepsis, peritonitis, blood loss anaemia, abdominal pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and anaemia outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, blood loss anaemia, device dislocation, dysmenorrhoea, dyspareunia, intestinal perforation, menorrhagia, migraine, ovarian abscess, ovarian perforation, pelvic abscess, pelvic infection, pelvic pain, peritonitis, sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, dysmenorrhea, anemia,chronic salpingitis, perforation of bowel and ovarian perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation of bowel'), ovarian perforation ('a perforation within an enlarged left ovary'), device dislocation ('migration of device'), ovarian abscess ('ovarian abscess'), pelvic abscess ('infection (bladder / urinary tract /vaginal) type: pelvic abscess post surgery'), menorrhagia ('heavy painful prolonged periods'), dysmenorrhoea ('heavy painful prolonged periods/dysmenorrhea(cramping)'), pelvic infection ('chronic infection'), sepsis ('sepsis') and peritonitis ('peritonitis') in an adult female patient who had essure (batch no. B09711) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test.". The patient's medical history included gestational diabetes. Concurrent conditions included gastritis, anxiety, diabetes mellitus, female pelvic peritoneal adhesions, asthma, stress urinary incontinence, pelvic adhesions, intermittent fever, chills, thrombophlebitis, anemia, chronic cervicitis, uterine cervical metaplasia, ovarian abscess and peritonitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian abscess (seriousness criterion medically significant), pelvic abscess (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with salpingitis and pelvic pain, sepsis (seriousness criteria medically significant and intervention required), peritonitis (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anaemia ("anemia") and pelvic pain ("pelvic pain"). The patient was treated with surgery (bilateral salpingectomy, drainage done., laparoscopic left oophorectomy, laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy, lysis of adhesions and irrigation lavage of the peritoneal cavity). Essure was removed on (B)(6) 2014. At the time of the report, the intestinal perforation, ovarian perforation, device dislocation, ovarian abscess, pelvic abscess, pelvic infection, sepsis, peritonitis, blood loss anaemia, abdominal pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and anaemia outcome was unknown and the menorrhagia, dysmenorrhoea, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, anaemia, bladder disorder, blood loss anaemia, device dislocation, dysmenorrhoea, dyspareunia, intestinal perforation, menorrhagia, migraine, ovarian abscess, ovarian perforation, pelvic abscess, pelvic infection, pelvic pain, peritonitis, sepsis, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 3. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- menorrhagia, dysmenorrhea, anemia,chronic salpingitis, perforation of bowel and ovarian perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received- new events infection (bladder / urinary tract /vaginal) type: pelvic abscess post-surgery migraines / headaches dyspareunia (painful sexual intercourse) anemia, pelvic pain , ovarian drainage added and device monitoring test not performed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pelvic infection ("chronic infection") and sepsis ("sepsis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required) with pelvic pain, sepsis (seriousness criteria medically significant and intervention required), anaemia ("anemia"), menorrhagia ("heavy painful prolonged periods"), dysmenorrhoea ("heavy painful prolonged periods") and abdominal pain ("abdominal pain"). The patient was treated with surgery (for removal of essure implants). Essure was removed in (B)(6) 2013. At the time of the report, the device dislocation, pelvic infection, sepsis, anaemia, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, menorrhagia, pelvic infection and sepsis to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.